Manufacturer narrative:
Product ID: neu_unknown_cath, product type" catheter. (B)(4).

Event description:
It was reported that the patient had come into the clinic for a refill, but they ¿could not confirm the pump¿. A CT scan was performed and the pump was found down at the abdominal cavity. That night, a reparative surgery was conducted and the pump was ¿refixed¿ at the epifascial. It was indicated that the catheter could not be removed because the adhesion was ¿extreme¿. The device system was used to deliver gabalon.